Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead exhibited failure to capture and low pacing impedance. The left ventricular lead was removed and replaced. The patient was discharged post procedure.

Manufacturer narrative:
The reported events of failure to capture and low pacing impedance were not confirmed. Final analysis found a complete lead was returned in one piece. Electrical testing, insertion test, dimensional analysis, visual and x-ray inspection did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.